Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the surgeon filter was not used on the microscope during a surgical procedure. The case was completed. The scrub technician had an eye exam and was found to have no harm to her eyes.